Event description:
It was reported to covidien that the display was missing segments when turned on. There was no pt involvement reported to covidien.

Manufacturer narrative:
The customer complaint was verified. Isolated to the ui board. The ui board was replaced.